Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to a periprosthetic fracture from a fall. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Reported event was confirmed by review of xrays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral implant and proximal femur are not entirely included in the image. There is a periprosthetic fracture of the proximal left femur. The femoral implant appears loose proximally due to the fracture. Visual examination of the provided pictures identified there are 2 pieces of the porous coating that have fractured from the stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
No further event information available at the time of this report.